Event description:
It was reported that while implanting a cage during a transforaminal lumber interbody fusion(tlif) at l4-l5 a sum wheel part of the inserter loosened and a cage came off of it. Once the cage was removed and hammered again the sum wheel part was still getting loosened when attempting to hammer. The surgical time was extended due to the incident less the 15 minutes. No patient complications were associated with this event.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.